Event description:
The customer reported that on (B)(6) 2011, a leak was discovered on a coulter ac-t diff 2 analyzer. The leak was discovered by the customer during beckman coulter inc. Customer technical service guided troubleshooting for quality control platelet over range errors and red blood count results. The customer interfaced with the machine while wearing appropriate personal protective equipment and it was at this time that the instrument's overflowing wash baths were identified. There was no biohazardous exposure to healthcare worker uncovered wounds or mucous membranes and no injuries were reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death, injury or modification to patient treatment was associated with this event.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) found the waste pump of the coulter ac-t diff 2 analyzer functioning intermittently. The unit was not in operation at the time. The fse replaced the waste pump assembly and ran startup and quality controls which generated acceptable results. The root cause of this event is attributed to the waste pump functioning intermittently which provided ineffective drainage of the baths and caused them to overflow.